Event description:
Oversensing was reported. The lead has been removed from service. No patient complications have been reported as a result of this event.

Event description:
Oversensing was reported. The lead has been removed from service. No patient complications have been reported as a result of this event. Additional information was received from a lawsuit alleging that the patient heard a "beeping alarm coming from his device". One month later, the patient "began having tingling and numbness in his left arm". Upon device interrogation, the right ventricular lead was "found to be defective". The lawsuit alleges that the patient "was forced to undergo and unnecessary, dangerous, life threatening, and complicated surgery, and as a result, [the patient] has suffered severe physical and emotional injuries as a result of the defective" lead.

Manufacturer narrative:
Other: oversensing was reported. The lead has been removed from service. No patient complications have been reported as a result of this event. Additional information was received from a lawsuit alleging that the patient heard a "beeping alarm coming from his device". One month later, the patient "began having tingling and numbness in his left arm". Upon device interrogation, the right ventricular lead was "found to be defective". The lawsuit alleges that the patient "was forced to undergo and unnecessary, dangerous, life threatening, and complicated surgery, and as a result, [the patient] has suffered severe physical and emotional injuries as a result of the defective" lead. No conclusion can be drawn. Oversensing, defective device.